Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient was in a car accident a month prior to report. The reporter stated that the pump had come loose and that the patient was in so much pain that she had to use a cane to walk. At the time of report, the patient was looking for a new physician as she may have been dismissed from her prior physician's care. It was reported that no physician knew about this event at the time of report. It was noted that the patient was last refilled two months prior to report, but had been told she had enough medication for 90 days. The drugs used in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report # 3004209178-2013-00905.